Event description:
A malfunction alarm was reported with a pump, as the customer experienced an error with code 3-0x2095. There was no reported impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump was provided to resolve the issue. Customer reverted to an alternate method of insulin therapy.